Event description:
Patient had vena cava femoral filter placed due to dvt. Filter was removed on four months later. Op report states, "note that initially the filter appears to have one leg above the tip. There is also a small filling defect just above the tip of the filter. Since it was a small defect, it was not felt to be a contraindication for removal. The filter was pulled into the sheath and removed. A final venogram performed through the sheath shows no evidence of damage to the inferior vena cava. No evidence of residual filter pieces. The damaged leg was successfully retrieved as well." Patient returned one month later. On chest x-ray, "a curvilinear metallic structure lies within or superimposed over the medial aspect of the right pulmonary base. Again, follow up exam is recommended in order to exclude a foreign body within the lung." Patient expired. On autopsy, foreign body found in right lung. Pathologist indicated did not cause or contribute to patient death.